Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.0x18mm rx vision referenced is being filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat a lesion in the distal right coronary artery. After successful deployment of a vision stent, a 3.25x12 nc trek rx balloon dilatation catheter (bdc) was unpackaged and prepped. During prep, the protective sheath and mandrel of the bdc were difficult to remove, but were ultimately able to be removed. The nc trek rx bdc was then advanced without issue to perform routine post-dilatation. During the attempt to inflate the nc trek rx balloon, the indeflator showed a pressure of 12 atmospheres, but the balloon did not inflate at all and no contrast was noted in the balloon under fluoroscopy. When pulling negative pressure, the balloon then inflated with contrast noted in the balloon. The indeflator was then disconnected from the bdc, deflating the balloon, and the bdc was withdrawn from the anatomy without issue. Post-dilatation was completed successfully with the same indeflator and a new nc trek rx bdc. Subsequently, a 3.0x18mm rx vision stent delivery system (sds) was prepped without issue to treat a lesion in the mid circumflex artery. Prior to entering patient anatomy, when loading the rx vision sds onto a whisper guide wire (gw), the tip of the rx vision sds was nearly separated. No resistance was felt between the gw and sds. The gw was removed from the sds without issue and the sds was never introduced into patient anatomy. The same gw was used successfully with another same size rx vision sds to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulties were determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.